Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2017, it was reported that the patient's pump had been dry for "some time". It was unknown for how long the patient's pump had been empty. The patient's pump was alarming and it was believed that the pump was empty. The reason for the pump being empty was unknown. The patient had reportedly been weaned off prior to the pump going empty. The contents of the patient's pump were unknown. The patient had reportedly been discharged at an unknown date by their managing pain doctor. The patient was requesting to have the pump turned off. The "pump-off authorization code" was provided upon receipt of the "pump-off authorization" form. The patient's pump was turned off. No symptoms were reported. No further complications were reported.